Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent and torn, although it cannot be determined when or how this damage occurred. Fluid was able to exit the soft cannula at the tear location. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours.